Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2011, this pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component could not obtain a seal against the aorta. The physician pulled the device down into the aneurysm and closed the pt up. On (B)(6), 2011, the pt was converted to an open procedure. Further investigation is being conducted.